Event description:
Patient went in for a percutaneous coronary intervention procedure. Operator used a 0.014 inch x 300cm runthrough guide wire and passed across the diagonal stenosis successfully. The stent was unable to be delivered. The staff noted the patient had a tortous calcific vein. The runthrough guide wire was exchanged with a 0.014 inch x 300 cm asahi grand slam guide wire. The tip of the guide wire prolapsed at the distal end and then a distal perforation in the diagonal vessel occurred. In addition there was a separation in the coil of the guide wire. The fractured grand slam guide wire was removed.